Event description:
Had charite artificial disc to l5-s1 in 2005. Now in terrible pain, weak legs, numb thighs, loss of bladder control-urine retention-must catheterize self & wear bag at times. Terrible pain in the lower back, legs, abdomen. Digestive problems, slow movement. Urologist says problem can't be fixed. Abdominal pain, groin pain, sexual dysfunction. Not getting better after ten months. High blood pressure from severe pain. Taking eight medications, loss of work & so on.